Event description:
A brand new quickest probe was bent at the end by the physician to facilitate passing it through the right nares. When he pulled it out a 6mm piece was broken off and unable to be found. X-ray of the head revealed it was lodged somewhere in the right nares; possibly the turbinates. Nasal endoscopy did not reveal the piece.